Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited elective replacement indicator due to premature battery depletion. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.